Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had dropped and unipolar sensing causing oversensing of potential with left arm motion. The lead is still in use. No patient complications have been reported as a result of this event.